Event description:
A customer reported to biomerieux that their vitek 2 ms system is not providing identifications for streptococcus or yeasts. All other organism types are reporting as expected. The customer indicates a delay >24 hours to report results to the physician. The customer indicated to biomerieux that the delay has not led to any adverse event related to the patient's state of health. An internal biomerieux investigation will be initiated. Following the reported event, a biomerieux field service engineer visited the customer site regarding the reported issue. A fine-tuning procedure was performed in order to obtain results for masses of 10,000 - 13,000 da. Following fine-tuning, the customer retested specimens and received very good results, indicating the fine-tuning procedure resolved the issue.

Manufacturer narrative:
Internal biomérieux investigation was conducted. A biomerieux field service engineer visited the customer site and performed a fine-tuning procedure in order to obtain results for masses of 10,000 - 13,000 da. Following fine-tuning, the customer retested specimens and received very good results, indicating the fine-tuning procedure resolved the issue. System logs were reviewed and confirmed no other issues were present.